Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet UK (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure, the inserter became lodged in the acetabular cup. As a result, the acetabular cup was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay that this MDR is a duplicate of 0001825034-2015-05089.